Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (30 mg/ml at 4.798 mg/day) and dilaudid (50 mg/ml at 7.997 mg/day) via an implantable pump. The indication for pump use was non-malignant pain. It was reported that the pump was not as effective. On (B)(6) 2019 a cap (catheter access port) dye study was done and that procedure was ¿negative¿. Post the cap dye study, the tcv (total catheter volume) was primed and 15 minutes after it completed, the patient developed a sudden onset of numbness to his legs; he ¿felt like he couldn¿t move his legs¿. Per the reporter, 911 was called and the patient was sent to the hospital. Additional information was received on (B)(6) 2019 from the patient who reported that he had been in the hospital the last week of (B)(6) 2019 because they were checking the pump ports to see if they were blocked. Prior to that, he had been going in every week in (B)(6) 2019 to get increases as he was not getting enough relief. Per the patient, they wanted to see if the ports were blocked with calcium and when they did ¿they took too much out and put too much back in [and] paralyzed his neck¿. Per the patient, the situation was being addressed by his hcp. No further complications have been reported as a result of this event.